Event description:
It was reported that there ¿appeared to be an ongoing issue¿ with electromagnetic interference (emi) while testing intraoperatively with the clinician programmer. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID ne u_unknown_lead, lot# unknown, product type: lead. (B)(4).